Event description:
Green probe to sawblade divot would show an accuracy no less than 5mm. Redid rio registration with same result. New sawblade was opened with same result. New sawblade attachment was opened with same result. New mics was opened which passed successfully after another rio registration. Surgical delay = 15 minutes. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event: an event regarding registration fails involving a mako mics was reported. The event was not confirmed. Method & results: product evaluation and results: handpiece mics ¿ 209063-r ¿ serial#(B)(6). Inspected and was unable to determine the failure of any test steps. Original description not confirmed. Disposition: rtv for further evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices, including serial number (B)(6), were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other similar events for the lot referenced. Conclusions: the alleged failure was not confirmed with the available testing methods; however, the device falls under the scope of nc which is linked with registration issues due to the characterization process. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Green probe to sawblade divot would show an accuracy no less than 5mm. Redid rio registration with same result. New sawblade was opened with same result. New sawblade attachment was opened with same result. New mics was opened which passed successfully after another rio registration. Surgical delay = 15 minutes. Case type / application: tka.